Event description:
Following deployment of an angio-seal device (date unknown), the pt's pulses were noted to be absent as a result of a vessel occlusion. During removal of the device, the vascular surgeon noted that the anchor was situated on the outside of the vessel with a loop of suture and all of the collagen located within the vessel. The pt was reported to be fine after surgery and was later discharged. It should be noted that the vascular surgeon felt the vessel occlusion was due to user error and was not device-related.